Manufacturer narrative:
H10: the device was not received for evaluation; however, the baxter technician provided phone support and guided the user to inspect the device. During phone support the crack was noted, and the user was instructed to replace the u9000 filter. The technician noted after the filter was changed the ak 96 ran through the disinfection process and no leaks were noted. The device was discarded, and no photographic samples provided for inspection; therefore, the reported condition could not be verified. However, the most likely cause of the leakage is that the glue on the u9000 case has cracked due to ¿prolonged use¿. According to the instructions for use (IFU) the user is recommended to not exceed 60 days or 100 disinfection cycles while using u9000. In this case, it was unknown if the ¿prolonged use¿ of the ultrafilter was above the recommended cycles. The exact time for installation of the ultrafilter was unknown. A user error can neither be confirmed nor formally excluded based on information provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed in the ak 96 machine. However, after discussion with a baxter technician via the phone, the leak was noted to be originating from a crack in an unspecified location of an unknown u9000 filter. The technician suggested changing the filter, which the staff carried out, and no further leaks were noted. The event occurred during disinfection prior to patient use. There was no patient involvement. No additional information is available.